Manufacturer narrative:
Product event summary - the device was returned and analyzed no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after implant of the implantable cardiac monitor (icm), the device showed oversensing of noise on the electrocardiogram. The sensitivity was changed, but the noise remained unresolved. The icm was subsequently explanted and replaced in a more superior and diagonal position. No patient complications have been reported as a result of this event.